Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the balloon ruptured and a fragment detached from the device in the patient. The 60% stenosed target lesion was located in a mildly tortuous and moderately calcified arteriovenous fistula. A 6.0 x40, 75cm charger balloon was selected for the angioplasty procedure. The balloon was inflated to just beyond its nominal pressure of 12 atmospheres when it ruptured circumferentially. The balloon catheter and the radiopaque markers were removed from the patient, but a portion of the charger balloon detached from the device and remained in the patient. Since the stenosis had not been adequately treated at the time of the rupture, a new balloon was used avoiding the portion of the target vessel which was calcified. The stenosis had been partially treated and could not be fully treated without risk of another balloon rupture. The position of the balloon fragment could not be identified; however, the patient is doing well and was put on anti-coagulation therapy. The patient is being seen three times per week for hemodialysis. A ctpa was performed to assess for retained balloon fragment position in the lungs, but it could not be identified. The patient is returning for a completion fistulogram to ensure the retained fragment is not in the left subclavian or brachiocephalic vein. If it is present, and depending on location, it will be removed or secured in position with a venous stent.

Event description:
It was reported that the balloon ruptured and a fragment detached from the device in the patient. The 60% stenosed target lesion was located in a mildly tortuous and moderately calcified arteriovenous fistula. A 6.0 x40, 75cm charger balloon was selected for the angioplasty procedure. The balloon was inflated to just beyond its nominal pressure of 12 atmospheres when it ruptured circumferentially. The balloon catheter and the radiopaque markers were removed from the patient, but a portion of the charger balloon detached from the device and remained in the patient. Since the stenosis had not been adequately treated at the time of the rupture, a new balloon was used avoiding the portion of the target vessel which was calcified. The stenosis had been partially treated and could not be fully treated without risk of another balloon rupture. The position of the balloon fragment could not be identified; however, the patient is doing well and was put on anti-coagulation therapy. The patient is being seen three times per week for hemodialysis. A ctpa was performed to assess for retained balloon fragment position in the lungs, but it could not be identified. The patient is returning for a completion fistulogram to ensure the retained fragment is not in the left subclavian or brachiocephalic vein. If it is present, and depending on location, it will be removed or secured in position with a venous stent. It was further reported that the physician was unable to identify the balloon fragment either on ultrasound of the upper limb or venogram of the peripheral and central veins. The fistula was noted to have thrombosed and had to be surgically bypassed.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).